Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating where you adjust the width of the seat frame, stating that where the tubing goes together is bent.